Event description:
Event description boston scientific received information that the caller was very upset regarding the treatment her mother has received since receiving this pacemaker. Currently, her mother has her heart rate monitored while receiving dialysis; however, the heart rate is not accurately being obtained (58-59bpm), since her pulse is very weak. The caller states that a stethesope is the only way to obtain an accurate pulse and feels our company should pay for the scope. If not, the caller will persue legal counsel on the matter. We received additioanal information that during the implant procedure, a 700cc pericardial effusion with cardiac tamponade was observed. The patient fully recovered.